Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in the moderately tortuous and severely calcified artery. A 6.00mm / 2.0cm / 135cm was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured. Subsequently, it was further reported that all components were simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications reported and patient was stable post procedure.